Event description:
It was reported patient underwent a hip revision procedure on (B)(6) 2014. During the procedure, the proximal trial would not disengage from the stem. Subsequently, the implant was removed and another stem was implanted. Additionally while removing the trial, the hex driver fractured. The fractured fragment was removed from the patient.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The distal spline stem that was returned could not be measured as the taper had already been engaged by the proximal trial.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05806 / 05807).